Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, discharge testing, and defibrillation cycling without duplicating the report. An internal inspection of the device found no discrepancies. The dock connector board was replaced as a precaution. A new device was sent to customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.